Event description:
He obtained a result of 316mg/dl andd took 10 units of insulin. He states that 30 minutes later he tested 149mg/dl on the device and about 5-10 minutes after this result felt low blood glucose symptoms. No treatment was received. He states that at one point he compared this device to another device and it read 295mg/dl while the other device read 145mg/dl. No treatment was received. Quality controls were reportedly used and fell within acceptable range. Requested return of suspect device and replacement was sent.